Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. The insulin pump has minor scratched lcd window.

Event description:
It was reported that customer received a motor error alarm. It was reported that customer had an x-ray with insulin pump attached. Customer was able to rewind. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.